Event description:
A malfunction was reported by the customer with malfunction code 12, but no notable events occurred prior to this. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The technical support provided the customer with information on resetting the pump, but the pump was not with the caller at that time. The caller planned to provide reset instructions to the person with the pump, and the case remained open to confirm resolution.